Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted in the air/water nozzle. The reporter¿s occupation and health profession are unknown at this time. An initial leakage and electrical safety tests were performed and identified leaks from the scope cover unit packing, ch-tube (biopsy channel) and distal end insulation. Buckling was found at the connecting tube unit. In addition, several (cosmetic) non-critical findings were found. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, foreign material was observed stuck in the air/water nozzle. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the air/water channel: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." The following is included in the instructions for use (IFU) and may have prevented improper reprocessing: ¿precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.